Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pediatric patient infusion with a clearlink buretrol set, air in the line was observed. The reporter alleged "the infant had signs of a pulmonary emboli". The specific symptoms were not reported. The cause of the event was not reported. There was no report of a medical intervention or treatment associated with the event. At the time of this report, the patient outcome was not reported. Due diligence was performed with the customer and no additional information was able to be obtained at this time.